Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a chip on the adhesive of the bending section cover on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.